Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini had a battery issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "thirst" 2 days after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used; the correct test strips were being used, the patient was unable to walk through the troubleshooting as he did not have the meter and test strips with him at time of call. There was no misuse of the product. The patient also confirmed he did not have a new battery. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.